Manufacturer narrative:
It was reported that the air gas module was defective and needs to be replaced. No service was requested by the user facility who performed repair themselves. No device logs were received and no the defective part was not returned for further investigation. The root cause for the defective air gas module could not be determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).